Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been minimally used. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation revealed an e7 error was generated when the wand was connected after the controller was powered on. When used with a bypass box, coagulation and plasma were generated as intended. The resistance measured at 1.62 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the super turbovac 90 wand was not working when connected to the console. The procedure was completed with a s+n back up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.